Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that eleven days following the implant of this transcatheter bioprosthetic valve, atrial fibrillation (afib) was noted. An ablation was performed eighteen days after the implant. No further adverse patient effects were reported.

Manufacturer narrative:
Conclusion: conduction disturbances, such as atrial fibrillation are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and are identified as such per the instructions for use (IFU). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.